Event description:
It was reported that pump experienced malfunction with non-resettable malfunction alert. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, and technical support arranged pump replacement. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.